Event description:
--

Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) and the associated leads exhibited out of range atrial and right ventricular pacing impedance measurements. The patient was scheduled for a device check in three weeks.

Manufacturer narrative:
Available information indicates the device and leads remain in service. No adverse patient effects were reported. This report will be updated when additional information becomes available.

Manufacturer narrative:
The field representative reported that at the device check, the rv pacing impedance measurements remained >3000 ohms. All other rv lead measurements were normal. The field representative also noted that the atrial pacing impedance was not out of range and no issues were observed with the atrial lead. The patient experienced no symptoms due to the out of range rv pacing impedance measurements. The physician planned to continue monitoring the lead. No changes were made to the system.